Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited loss of capture and impedance greater than 2000 ohms. Chest x-ray results were inconclusive. Lead replacement is not planned as the patient is in a nursing home and not well. The patient would be seen again in three months.